Manufacturer narrative:
Concomitant medical products: product ID: w1dr01, serial#: (B)(4), implanted: (B)(6) 2019; product ID: 4092-58, serial#: (B)(4), implanted: (B)(6) 2002. Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise / oversensing was observed in the right atrial (ra) lead and high thresholds in right ventricular (rv) lead. Rv and ra lead remain in use. No patient complications have been reported as a result of this event.